Event description:
It was reported that the device collected about 4 mls of blood. The account told the sales rep that the tubing had a hole in it, but upon inspection of the device at the account, no hole was seen. In speaking to the nurses on the floor, the sales rep came to the conclusion that it was user error. The collected blood was not re-infused, and the pt did not require a blood transfusion from either a blood bank or pre-donated blood. Although the account had a back up on hand, the surgeon decided not to continue with the re-infusion, but inserted a wound drain.

Manufacturer narrative:
The device was discarded at the account. If additional info is received regarding this event, a follow up report will be filed.